Event description:
It was reported that the venous lumen was found blocked when the male pt was placed in the intensive care unit (ICU) and as a result, was taken back to the theatre. The catheter that was placed in the pt's subclavian vein was removed and replaced with a new one. The dr stated that the inner venous lumen was kinked and that it could have occurred during the insertion/tunneling procedure. The pt was sent to the ICU and had therapy. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.